Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was on over infusion of total parenteral nutrition (tpn). The issue was noticed when the pump stopped at 1433. Customer indicated "no detectable harm to the patient. No stark changes in lab values. Blood sugars stable." The empty tpn infusion was removed and d10 infusion initiated to bridge gap in time until new infusion due at 2100. The medication was started the previous day at 2116 with an intended infusion rate of 41.7ml/hour and a total volume of 1050ml. There was patient involvement but no harm.

Event description:
It was reported that there was on over infusion of total parenteral nutrition (tpn). The issue was noticed when the pump stopped at 1433. Customer indicated "no detectable harm to the patient. No stark changes in lab values. Blood sugars stable." The empty tpn infusion was removed and d10 infusion initiated to bridge gap in time until new infusion due at 2100. The medication was started the previous day at 2116 with an intended infusion rate of 41.7ml/hour and a total volume of 1050ml. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: date of event, concomitant med prod data. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported free flow could not be confirmed or replicated during the laboratory testing; however, this issue may be attributed to the use of third-party parts. The external and internal inspection were performed on the suspect pump module (sn: (B)(6). During the external inspection the rear case showed a noticeable dent on the back and visible cracks on the bottom front right side. These findings were noted as incidental, and they are not related to the issue reported. Internal inspection observed the inside of the device with fluid ingress in the iui area, around bezel and around the air in line sensor; and corrosion was observed inside the rear case. The rear case, the latch assembly handle and the latch assembly sear were observed to be third-party parts. A review of the pump module error logs showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pump module event log, prior to the reported event date, identified an infusion programming on august 16, 2025. At 9:16 pm an infusion was starter with a rate of 41.7 ml/hr and a volume to be infused (vtbi) of 1001 ml. On (B)(6) at 6:05 am infusion was paused for fifty (50) seconds and then the infusion was restarted. At 2:33 pm the pump alarmed air in line (ail). And one minute after (at 2:34 pm) the unit was channeled off. The pump module event logs do not capture any data on the infused primary or secondary volume. The performed one-hour laboratory timed rate accuracy and the over infusion product analysis procedure observed the device delivering fluids as programmed, within specification, and with no observed periods of unregulated flow. Testing of the incident administration set could not be performed to determine if any issues existed with the primary set since the incident administration set was not returned for investigation. Alaris system user manual (v 12.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. Facilities have been informed by the third-party parts notice, dated february 07, 2022; that only original bd parts and components are to be used in any maintenance, repair, or use with bd devices. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the root cause of the reported over infusion could not be determined. However, the use of third-party parts might be a possible contributing factor. The returned device was fully evaluated, and no other issues or anomalies were observed during the laboratory testing. Note that this report lists imdrf annex a0401, c07, d15, g02017, a040502, c0601, d0302, a1801, g04067, g0301201, a040506, g04070 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.